Event description:
A customer contacted beckman coulter, inc (bci) in regards to a leak from unicel dxi 600 access immunoassay system. The customer stated that the leak was in the peristaltic pump area of the instrument, on top of the waste bottles. The customer has a floor drain, and had been wiping up fluid wearing ppe. The customer also has an exposure plan in place for the lab. There was no report of injury.

Manufacturer narrative:
The customer was not questioning any patient results. No system performance information was supplied by the customer. Service was dispatched and on-site for this event on (B)(4) 2011, and the field service engineer (fse) found leak in hydro. The fse replaced the wash buffer peri-pump tubing. Hardware was the root cause for this event.